Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. Similar complaints showing the same malfunction have been investigated and an oxidized pressure sensor was found, this could be the most probable cause for the failure. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.

Event description:
According to the customer: "customer states they had an hls set primed for two weeks. When attempting to use, venous line pressures were +400-500mmhg and after re-zeroing, -400-500mmhg. Customer decided to use another hls set rather than the one that had been set up for two weeks." (B)(4).